Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post ¿operatively, there was leakage from the arterial luer adapter and no cracked was observed. It was also reported that the luer adapter was detached, and the catheter was discarded as the patient was hiv positive category. A customer reported the adapter was tighten manually and the cleaning agent that was utilized was chlorhexidine. It was indicated product was replaced with another product of the same model. There was no patient injury.